Event description:
It was reported that during procedure the 360 reverse curved deploy the first anchor and it would appear had no second anchor. The first anchor was secure so left in patient it could be that both anchors were deployed in one action, but this was not apparent during case. No patient injury was reported.

Manufacturer narrative:
Updated information. Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. No further clinical assessment is warranted at this time, and no harm is anticipated as a result of this reported incident.